Event description:
On april 10, 2012, intuitive surgical received a copy of medwatch uf/importer report (B)(4) from the FDA, with the following information: event desc: during case, monopolar scissors with cautery for the davinci, caused arc during procedure. Md stated that the arc had happened and then noticed a hole in the protective sheath that is placed on the scissors. Md noted there was damage to the right external iliac artery. The scissors were removed and the protective sheath was replaced before surgery continued. What was the original intended procedure? Robotic radical laparoscopic hysterectomy, bilateral salpingo-oophorectomy with parametrial resection, pelvic and common iliac lymph node dissection. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
The hospital has been contacted multiple times for additional information regarding this event, however, no additional information has been provided to date. The tip cover accessory has not been returned for evaluation despite several requests, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the tip cover is returned or if additional information is received.

Manufacturer narrative:
On (B)(6) 2012, a representative from the hospital's risk management department indicated that a vascular surgeon was called in during the surgical procedure to assess the patient burn. The vascular surgeon determined the burn to be superficial and no actions were required to address the burn. The hospital representative also indicated that no post-surgical complications have been reported by the patient.

Manufacturer narrative:
(B)(4).